Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the attached electrode pads came off the patient's skin after one cardioversion. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated stat-padz (p/n: 8900-4003) from lot 1124c and the customer's report was not replicated or confirmed. The electrodes showed proper assembly, with gel residue observed surrounding the tin on the back pad. The reported issue describes the gel detaching after one cardioversion. If the pads were removed or repositioned on the patient, it is possible that the gel remained adhered to the patient's skin. The instructions for use (IFU) for the stat-padz (aw-r1345-112 rev j) advise that if repositioning is necessary, replacing the electrodes is recommended. No trend is associated with reports of this type.